Manufacturer narrative:
(B)(4). Batch # t94402. Investigation summary: the analysis results found that the el5ml device was returned with no damage in the external components. In addition, a partially formed clip was received inside a plastic bag. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed eleven conforming clips. Upon testing, the jaws opened and closed without any difficulties. In addition, the device locked out as intended. The event/complaint described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic cholecystectomy the device malfunctioned when they went to put a clip on a catheter. There was a ten to fifteen minute delay in the procedure while they removed the clip from the patient. A similar device was used to complete the case. There were no patient consequences.